Event description:
While not in clinical use, the v60 ventilators touchscreen, despite being calibrated, was not functional in the upper left corner, which prompted customers biomedical (biomed) engineer to reach out to philips remote support engineer (rse). The remote service engineer (rse) provided customer with the part ID for replacement touchscreen and repairs would be completed by customer /biomed facility. It was further recommended customer circle back to philips support if this does not resolve issue. Based on reviewed documentation, this issue was identified outside of clinical use and there were no reports of patient or user harm. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Insufficient information to determine the resolution of the event. The customer was provided with parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.